Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found that the problem was caused by poor connections in powersupply lines. He arrived on site. This has been an intermittent reoccurring problem. (Have found poor connection repaired and return to service) the customer does not want to use system until (something) is replaced this time. He ordered both powersupply assemblies. He installed the main and image system power supplies and isolation pcb. He reassembled the system. The system operates as intended.

Event description:
The customer reported that there was no image and the system did not fluoro.